Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the drill fractured. The device shows signs of use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. But, a review concluded that the event reported under this complaint was previously identified. It was concluded from that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history of the previous 12 months revealed similar events for the flexible screw drill part numbers with batches that were manufacture before and after the change of the device design. Therefore, an additional action was indicated to address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to suspect that the product failed to meet specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the drill fractured. The device shows signs of use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. But, a review concluded that the event reported under this complaint was previously identified. It was concluded from that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history of the previous 12 months revealed similar events for the flexible screw drill part numbers with batches that were manufacture before and after the change of the device design. Therefore, an additional action, that is still in progress, was indicated to address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to suspect that the product failed to meet specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, a flexible drill 35mm broke. Furthermore, the broken pieces were removed from the patient with a hemistat. Surgery was resumed. Without any delay, with the same device. No patient harm was reported.